Event description:
It was reported that the pump had a cassette not attached error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint of cassette not attached error. Event log indicated instance of cassette not attached properly alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint was not confirmed through downstream occlusion test. Could not replicate any errors through testing. Further investigation found buckled downstream occlusion (dso) seal, cracked battery door, and contaminated upstream occlusion (uso) seal. Replaced the dso and uso seals. Performed dso/uso calibration. Device passed verification testing post repair.